Event description:
Update: nerve pain medication (pregabalin 100mg) was prescribed to reduce the burning sensation. By 3.4 months post-treatment, patient stated his symptoms improved.

Manufacturer narrative:
Device serial and lot numbers, and mfg date were requested. As of 07/24/2019, patient has not provided additional information or updates regarding the symptoms.

Event description:
Patient (also a physician) reported numbness and burning sensation in left medial upper arm, forearm, and wrist 5 days post miradry treatment.